Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s repair of a pre-existing hernia. However, there is no allegation or any objective evidence which indicates a liberty select cycler malfunction or product deficiency caused the patient¿s hernia event. The risk is well-known for hernia development or worsening of pre-existing hernia due to the increased intra-abdominal pressure from the dialysate during dialysis. Additionally, the duration of ccpd prior to the hernia repair presented a significant risk of a worsening hernia over time as demonstrated by the patient¿s abdominal pain and drain complications during ccpd. Based on the required information, there is no allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s serious adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance. During the call the patient stated that they were released from the hospital. Upon follow-up, the pd registered nurse (pdrn) reported the patient was hospitalized for an umbilical hernia repair for a hernia that pre-existed (date of diagnosis unknown) the start of continuous cyclic pd (ccpd) therapy on the liberty select cycler. The patient¿s doctor had previously delayed hernia repair as it did not interfere with ccpd therapy. The patient was able to continue pd therapy for approximately one year without adverse events until late (B)(6) 2020, when they began to experience abdominal pain and drain complications, likely exacerbated by the physiological effects of ccpd therapy and dialysate. The patient was admitted (date of admission unknown) for surgical repair of the hernia as they continued ccpd therapy throughout their admission to a discharge date of (B)(6) 2020. While the patient recovered, their prescription changed to a reduced delflex strength of 1.5%, a reduced fill of 2000ml and a daytime drain. The patient continues with ccpd on the liberty select cycler without incident or adverse events. There were no reported infections or increased intraperitoneal volume during the patient¿s course of ccpd therapy.